Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) undersensing, pacing failure and high thresholds were observed during multiple deployments. The leadless ipg was not used and a transvenous pacing system was implanted. No patient complications have been reported as a result of this event.